Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to o helix extension issues, dislodgement, loss of capture and high thresholds. A different lead was successfully implanted. No adverse patient effects were reported. The lead was return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. The helix mechanism test did not pass due to the helix being deformed and stretched out. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to o helix extension issues, dislodgement, loss of capture and high thresholds. A different lead was successfully implanted. No adverse patient effects were reported.